Event description:
Patient placed on renasys ez plus (B)(6) 2012 after seen in clinic and wound opened there. [Redacted] reported (B)(6) that renasys placed. Rn¿s unit reportedly began to have leak issues sometime on saturday and tried to reinforce dressing with gauze and more drape, transparent dressing. Leak continued and when seen by [redacted] on monday, she states it was a large area of pooled yellow pus. She had a photo that appeared to have the soft port compressed, unable to see if the dressing beneath soft port was compressed. There was a large amount of yellow drainage visible in the photo. [Redacted] states that the dressing was removed in or and pt placed on kci after that. Dressing not saved by [redacted]. [Redacted] states that there was no audible or visible alarm during the incident despite a large amount of the dressing not adhering to the wound. She also stated that there was serous fluid in the canister but none of the thick yellow drainage found on the wound.

Manufacturer narrative:
Smith & nephew received the above reported complaint for leakage. No samples, pictures or lot number information were provided or received for evaluation, therefore, a DHR review investigation could not be performed with the limited information provided. Regarding pump not leak alarming, the pump operates normally for leak rates up to a range of 2.5 -3.5 l/min but is designed to alarm for excessive leak if triggered by pressure differentials between pump pressure selector setting and the sustained pressure measured on gauge, reacting as an indication that the desired sustained pressure is not stable due to a leak. A possible root cause is that in the normal operation of the soft port, dressing absorbed exudates that slowed down the transport of freshly pulled exudates in system (wound being treated was infected, exuding thick yellow pus). In that circumstance the pump maintained negative pressure as reported and canister was receiving a smaller volume due to partial occlusion in soft port. This is confirmed by the complaint description wee it indicates that ¿soft port appeared compressed¿. In summary, the pump in system connection will be sensitive to leak rates below 0.05 l/min and to instability in pressure held for system when negative pressure cannot be sustained within 25mmhg of setting. Alarms in system connections normally occur within a period of time in the range of 2-3 minutes, therefore not instantaneous. This issue has been confirmed. Based on prior complaints for similar issues s&n has initiated corrective actions to further investigate the root causes for failures of this type, and drive any potential corrective actions. We wish to assure you we have given this matter our full attention and will continue to monitor for this type of complaint. The complaint is recorded and any similar issues will be monitored through the complaint system.